Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the relion® insulin syringe was crooked and difficult to move. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 8064786. Customer states that the plunger rod is crooked and difficult to move. Both returned syringes were examined and one sample exhibited a deformed stopper in the barrel which could cause the plunger rod to be difficult to move. (B)(4) has been opened to address this issue. A review of the device history record was completed for batch# 8064786. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200746787] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper and plunger rod difficult to move). Investigation conclusion: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.

Event description:
It was reported that the plunger of the relion® insulin syringe was crooked and difficult to move. There was no report of exposure, injury, or medical intervention.